Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was received from the study indicating a patient underwent implantation of a 2.50 x 33mm cypher stent in the proximal circumflex artery, the patient was admitted for stable angina pectoris. The target lesion was located in the proximal circumflex coronary. The reference vessel diameter was 2.5mm, the lesion length was 29mm, and the diameter of stenosis pre-procedure was 100%. The lesion was de novo, total occlusion unknown duration. The vessel was a type b2, readily accessible proximal segment and concentric lesion. The lesion was pre-dilated and a 2.50 x 33mm cypher select plus stent was implanted. It was noted that the patient had elevated enzymes post procedure. Approximately four months after procedure, the patient was found to have in-stent restenosis in the proximal circumflex and 80% stenosis in the ostial left anterior descending. Patient was treated with coronary artery bypass graft surgery.